Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose that day was above 250 mg/dl and below 500 mg/dl with unspecified ketone levels. It was reported the patient was hospitalized with unspecified treatment. The reporter did not provide information regarding the status of the pump therapy or whether the pump settings were recently changed, and troubleshooting was not completed. This complaint is being reported because the alleged serious injury was related to an alleged inaccurate delivery issue of unknown cause.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.